Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation and inspection, and the customer's reported problem has been confirmed. In addition, a corroded coupler, wrinkles on the cable unit, minor external scratches, and pinched, faulty remote switches were found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report their hd 3cmos camera head was not producing an image. This phenomenon was discovered during maintenance. No patient or user harm has been reported.

Manufacturer narrative:
Including UDI in d4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿images were not displayed¿, was reproduced, and it was found to be due to a cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.